Event description:
It was reported that the head section lowered while in motion with a patient on the stretcher. It was reported that the patient bumped their head. No medical intervention was reported.

Event description:
It was reported that the head section lowered while in motion with a patient on the stretcher. It was reported that the patient bumped their head. No medical intervention was reported.

Manufacturer narrative:
It was reported that the jack drifted at the head end of the unit. Upon completion of the evaluation by a field service technician, it was concluded that there was no malfunction with the hydraulic jack on the head-end, the technician was unable to duplicate the issue. No parts were replaced and the unit was returned to service. It was also reported that the patient had a controlled fall and bumped their head due to the alleged event, however this did not result in an injury or require medical intervention.